Event description:
During a scheduled procedure to explant the lead due to erosion, the lobes would not undeploy. The lead was cut at the is-1 connector and retracted into the vein. The lead remains in the coronary sinus. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.